Event description:
It was reported that the segmental knee hinge post and polyethylene insert were revised due to pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.